Event description:
It was reported that the patient presented with severe angina; therefore, procedure performed was to treat a moderately calcified, moderately tortuous left anterior descending coronary artery that is 90% stenosed. The vessel was predilated with a 2.00x15mm semi complaint balloon at 14 atmospheres. A 2.50x33mm xience sierra stent was implanted; however a dissection was noted. A new xience sierra stent was implanted to treat the dissection. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.